Event description:
It was reported that the pump became frozen on the bluetooth error notification screen and the customer was unable to clear it. The customer's blood glucose (bg) level was 307 mg/dl with high ketones which were identified as dangerous by a healthcare provider. Customer required assistance addressing bg with a manual injection. Reportedly the customer continued to use the pump for insulin therapy.